Event description:
The hcp reported the patient was experiencing slight withdrawal. In 2005, during the pump replacement, "the cap port split apart upon removal from patient." The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.